Manufacturer narrative:
It was reported that the surgical clipper charging base experienced "melting." Reportedly, at the time of the incident, the base was plugged into an electrical socket inside of a procedure room and that there was no surgical clipper charging. A staff member noticed the reported "melting" during cleaning of the procedure room. The base was unplugged after this product issue was identified. No smoking, sparking, or fire reported. There was no patient inside of the procedure room at the time of the incident. There was no impact or adverse effect to a staff member related to this incident. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident could not be determined. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the surgical clipper charging base experienced "melting."

Manufacturer narrative:
A sample of the surgical clipper charging base was returned on to the manufacturer for evaluation on 22-jan-2019 with investigation completed on 29-jan-2019. Visual inspection was performed. A buildup of char was identified where the cord comes out of the base with burn marks noted on the opposite side. The bottom of the base was opened and burn marks were also noted to the inside of the base. The reported product problem was confirmed. A root cause could not be identified. If additional relevant information becomes available another supplemental medwatch will be filed.